Event description:
Adcon was applied after surgery in 2000. The procedure was a redo of a left l4-5 and l5-s1, and new right l4-5 and l5-s1 laminotomy, foraminotomy, and nerve root decompression. The amount of adcon applied is not known. The pt's postoperative symptoms began 3 days later, while "in-house" the pt developed a slight serous drainage. The pt was discharge home the same day with keflex 500 mg four times a day (#20). The drainage lasted until about the 10th post op day. At the first follow-up visit the next week, no drainage was observed. The wound had no redness or swelling. No other investigation were performed other than a 5-day course of keflex. The present status of the pt is a continuation of left lower extremity aching and a general progression of symptoms from 09/2000 to 12/2000. A repeat MRI (12/2000) showed left l4-5 and l5-s1 bulges with lid to moderate foraminal stenosis.